Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The device was stressed trying to open and that caused the valve to be broken. A review of the device history records could not be completed as no lot number was provided by the customer.

Event description:
It was reported that the item had a leakage. Per reporter, the event occurred during patient use. No patient harm/adverse event was reported.